Event description:
The surgeon was using the vessel sealer and the unit "faulted". Instrument was re-seated, generator was rebooted, and the surgeon switched out the instrument(for a new one). The unit still "faulted". The device could not self-test. The surgeon had to switch to a bipolar cautery device to complete this portion of the surgery.manufacturer response:after the fact, the sales representative told us we should have turned the unit completely off and then turned it on again to solve the problem.